Event description:
Customer allegedly received the following results, with two different roche meters, within 1 minute: 15, or 20, or 38, or 75, or 59 mg/dl (daughter's compact plus (B)(4)) 120- or 140- mg/dl (mother's compact plus (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Premature infant delievered via cesaerian section, transferred to nicu. During nurse's asessment in nicu, found blue luer-lock to IV tubing to be leaking onto infant's bed. Blue luer-lock and extension tubing changed to PICC line. The leak was not at the connection site, and appeared to be leaking from the hard dark blue plastic area. Please note: we have had 2 other instances with the same blue luer-lock also found to be leaking. However, these other instances occurred on our oncology unit during chemo administration.====================== health professional's impression======================defective device.

Manufacturer narrative:
This medwatch is for compact plus meter (B)(4). (B)(4).

Manufacturer narrative:
This medwatch is for compact plus meter (B)(4). (B)(4). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.